Event description:
Customer reported receiving erratic readings on their freestyle lite meter. Customer reported receiving readings of 393 mg/dl, 293 mg/dl, 163 mg/dl, 501 mg/dl and 19 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "d" zones showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Note: the meter is designed to report readings of 20 mg/dl to 500 mg/dl. A reading of 19 mg/dl would display as "lo" and a reading of 501 mg/dl would display as "hi".